Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va05efn implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# va05efn, implanted: (B)(6)2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, lot# serial# (B)(4) product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s left implantable neurostimulator (ins) had been replaced in the past as well as having a lead revision. The revision was done in april 2014.